Manufacturer narrative:
(B)(4)

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.